Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel was scratched and had scale marking issues on the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: the hcp opened the sterilized package before use and confirmed a scratch on the scale marking area of the barrel.

Event description:
It was reported that the barrel was scratched and had scale marking issues on the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, translated from japanese to english: the hcp opened the sterilized package before use and confirmed a scratch on the scale marking area of the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-may-2022 h6: investigation summary three photos and one 1ml luer lock syringe (p/n 309628) from batch 0314585 were received and evaluated. Through visual inspection, it is observed that the syringe had scuff marks and missing print on the 0.8ml and 0.9ml also below the 1ml printed number. There was also a scuff mark above the 0.6ml number. The conditions observed was non-conforming per product specification. Potential root cause for the assembly defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0314585 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.